Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient had no issues during the first week starting from the day after surgery; however, inflammation developed one month postoperatively. Treatment administered to the patient included unspecified eye drops and triamcinolone injections. The eye drops are being gradually tapered, but treatment was still ongoing.